Event description:
A cartridge alarm 20 was reported by the customer. There was no adverse impact on the customer's blood glucose level. Tandem technical support confirmed multiple cartridge alarms and decided to send a replacement pump. The customer was advised on using a pump with updated software and instructed on the storage and return process for the problematic pump. The replacement pump was shipped with a requirement for a signature upon delivery.